Event description:
Customer alleges unit is over heating and that it doesn't work. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model irc1001, (B)(4) is approximately 9 years 4 months old. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male who weighs approximately (B)(6). The consumers preexisting medical condition is stated as albuterol and budesonide. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The users grandmother called and stated that the irc 1001 aerosol compressor is overheating and it no longer works. The grandmother stated that she bought the unit about 2 years ago, this unit was manufactured in december 2003 and is now obsolete. The local dealer stated that they did not sell the unit to the consumer. It is unknown where the unit was purchased. The end users grandmother purchased a new unit at a drug store so the child can continue his treatments. No injury alleged.